Event description:
A patient was treated with a calcaneus plate and 8 screws on (B)(6) 2005. Subsequently the patient complained of painful hardware. Surgeon scheduled removal of hardware for (B)(6) 2012. This report is #6 of 9 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.